Event description:
During a cardio-version, we attempted to deliver a shock at 150j. Lifepack 15 failed to deliver shock and reported "shock abnormal." Cords/pads/hook-up equipment re-evaluated for troubleshooting and were observed by team to be appropriately hooked up. Five shocks attempted with no shock delivery. A new lifepack 15 obtained and connected to pt and shock delivery was successful. Internal test passed per rn. The defib did not pass the daily self-test after the event, however has been passing prior daily tests performed by cardiac cath lab department.